Manufacturer narrative:
Through follow-up communication with customer reported in (B)(6), livanova learned that: - positive results are related to post-disinfection device water samples - the device is cleaned regularly as per the instruction for use - disposable gloves are used solely for hc3t device during cleaning - the hospital does not use reusable blankets - the water quality monitoring is applied and the h2o2 is checked, but it was not reported how frequently - h2o2 is added when the water in the tanks is changed (each 7 days) - a disposable pall-aquasafe water filter with 0.2 m membrane or equivalent performance filter is used for tap water, but it was not reported how frequently the filter is changed - prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected - the 3t aerosol collection set is replaced after allowed use period (7 days) - the hc3t field blue tubing set (code: 96-410-774) is replaced each year - the device is placed outside the operation theatre during use - when the device is not used, it is stored full of water, and the h2o2 is checked daily during days of non-use - no other devices/surfaces in the or/ICU were tested in order to identify the source of contamination, neither was the sink water. A device service history review was performed and revealed that no similar events have occurred since devices' installation in 2019. Deep disinfection was performed on the device. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol above described is still adopted by customer, and that no deviation from IFU's that may have led/contributed to the reported contamination was observed. The root cause of the reported contamination could not be established. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.